Event description:
Recipient received organ that had been preserved in sps-1 preservation fluid, distributed by (B)(4). Recipient later was re-admitted with sepsis, hypotension, and expired. Strength: unk. Route: other, preservation fluid. Therapy date: (B)(6) 2016. Diagnosis or reason for use: organ preservation.